Event description:
The customer was performing correlation studies between the ortho provue analyzer and manual gel method. The customer reported that the reactions resulted on the analyzer were weaker or negative when compared to reactions resulted using manual gel.